Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient reported having a knee replacement 2006 and a revision in 2008. Reported still in pain and cannot bend the leg. Desires to be more comfortable.